Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the log file analysis the reported event could be confirmed. The device performed two consecutive restarts due to a detected deviation of the airway pressure. Savina continuously monitors the ventilation relevant parameters like the airway pressure. The pressure regulation is done by expiratory valve and internal bypass valve. In case a deviation of the airway pressure is detected, the safety software of the device can force a pressure limitation by opening the electrically controlled pressure relief valve at inspiratory side. If the pressure does not decrease shortly after the pressure relief valve was activated, the safety software initiates a restart sequence. This results in a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. In the course of investigation, it was found that the customer has used an external nebulizer that provided a constant oxygen flow to the system. This additional constant external flow was connected to the inspiratory breathing hose at patient side. Dräger concludes that the constant external flow into the hose system had influenced the internal measurement and sensor system of the device as the external additional applied flow could not be measured by the internal algorithm of the device. If the expiratory valve is closed during inspiratory phase, the additional flow leads to increasing pressure in the breathing system. The increased airway pressure was detected, and the device reacted accordingly. The analysis of the log file and examination of the device found no indication for a device malfunction. The nebulization setup was changed by the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly stopped working and the screen went blank. Reportedly, after a few minutes, the device began to function again. The device was immediately relaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly stopped working and the screen went blank. Reportedly, after a few minutes, the device began to function again. The device was immediately relaced. There were no health consequences for the patient reported.